Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011.

Event description:
Procedure type: pneumonectomy. According to the reporter: the cartridge was covered with neoveil (reinforcement sheet). During the 2nd firing, the handle became stiff and firing could not be done completely. A new stapler and cartridge were opened, but the result was same. Procedure was completed with echelon green with no problem. There was tissue damage. No bleeding occurred. No add'l tissue loss occurred. Nothing fell into the pt cavity. There were no ill effect to the pt. Operative time was not extended more than 30 minutes.